Manufacturer narrative:
(B)(4) 2015 the customer¿s clinical diabetes specialist reported that the customer¿s healthcare provider reduced night time basal rates, and the issue resolved. The healthcare provider does not believe that there are any product issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing severe lows (no values provided). The customer's contact declined to provide the mode of treatment, or any additional information. Tandem technical support will reach out to the customer's clinical diabetes specialist.